Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported that they had reached out last summer with concerns about the aligners causing dental pain. This resulted in surgery to remove broken wisdom tooth. This was directly related to the byte aligners. They filed a report with the FDA due to the defective product. This is a contraindicated patient.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.